Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use the time of the event. The philips remote service engineer (rse) inspected remotely and confirmed that the system does not start completely, gets stuck on "system start in 0:00". The philips field service engineer (fse) examined the system onsite and confirmed system remains at a standstill before completion of the boot process. The fse has done cold restart. After cold restart system was return to good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not start completely and hangs at 00:00. The device was not in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.